Event description:
It was reported that during cerebral embolization procedure, the subject balloon did not respond to inflation and deflation maneuvers. The device was full of blood. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the balloon catheter shaft was noted to be flat/crushed 24.5 cm from the hub. The balloon catheter shaft was noted to be kinked/bent 25.5cm from the tip. The balloon was noted to have a tear/hole/perforation. There were no other visual anomalies noted to the device. During functional inspection the device was flushed. An attempt was made to pass a demonstration guide wire through the device, but resistance was met at the flat/crushed section of the catheter shaft. The demonstration guidewire was passed through the distal tip, and the balloon was attempted to be inflated. During inflation, leaking was noted at the distal end. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, a 50% contrast 50% saline solution was used during preparation and procedure, the correct amount of inflation media was used to inflate the balloon, the balloon inflated/deflated during prep, the device inflated over nominal pressure, there was no leakage noted during preparation, the lumen of the catheter was flushed through with heparinized saline, continuous flush set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. An infinity sheath, microcatheter, micro guidewire, micro coils were used in conjunction with the subject device. There was patient involvement (i.e. Was the device in use on the patient at the time of the event) and the balloon inside the patient when inflation issue occurred. The anatomy location (vessel name) the balloon did not deflate was the later communicator. The tip of the guidewire was located approximately 2-3cm from the distal point of the balloon. The balloon did not deflate completely. There was an adverse consequence of a 20 min surgical delay due to the device malfunction. The device was returned for analysis and the balloon catheter shaft was flat/crushed 24.5 cm from the hub and kinked/bent 25.5cm from the tip. The balloon was noted to have a tear/hole/perforation. The device was flushed. An attempt was made to pass a demonstration guide wire through the device, but resistance was met at the flat/crushed section of the catheter shaft. When the demonstration guidewire had passed through the distal tip, an attempt was made to inflate the balloon and while the balloon inflated leaking was noted at the tear. The reported and analysed defects ¿balloon failed to inflate¿ and ¿balloon difficult/unable to deflate during use¿ in addition to the analysed defects ¿balloon catheter flat/crushed¿, ¿balloon catheter kinked/bent¿ and ¿balloon has hole/perforation during use¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Manufacturer narrative:
The device is not available.

Event description:
It was reported that during cerebral embolization procedure, the subject balloon did not respond to inflation and deflation maneuvers. The device was full of blood. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.